Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Patient reported that they have not been using the ins for probably 6 months or so and are scheduled for back surgery and had talked with the surgeon regarding possibly replacing the ins during the procedure. Agent asked if ins replacement was due to normal battery depletion and patient stated yes, but also that things have "kinda gotten worse" and they had impingement between l5 and s1 on whatever nerve that is and sciatic pain going down their leg. Patient stated that they were supposed to have the surgery 6-8 months ago, but they had to undergo radiation treatment and they wanted to wait 6 months after that was completed. Patient inquired about having a representative present at the implant replacement procedure. Agent reviewed representative role and redirected patient to healthcare provider (hcp). Agent provided the patient with the nas number for their healthcare provider office. Hcp and rep information was reported. It was reported the pt was needing an MRI. Hcp stated the pt reported the ins battery has been dead for a long time. Hcp also stated the pt reported that the programmer battery is dead and "it wont charge because the spinal cord stimulator (scs) does not work". Technical services (tss) asked hcp to clarify with pt and attempted to collect info but hcp reported pt was on the phone with a rep during the call. The rep later called and reported the programmer cannot connect to the scs. MRI eligibility information was reviewed. Hcp later called back to review labeling. The rep reported the pt had not recharged for 6 months. It was reported there were no additional steps needed to recover the implant from overdischarge. Patient opted to have the battery replaced and will take place today. It will be resolved by battery replacement.

Event description:
The device discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.